Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2015-05163. On (B)(6) 2015, the patient underwent a trial procedure. Three days later the trial session ended. The patient experienced cerebrospinal fluid leakage followed by a headache when the leads were removed. The doctor chose not to move forward with performing a blood patch. The patient's issue resolved over time.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.